Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was depleting faster than expected as the lead was taking up a lot of the charge of the battery. Also, the patient experienced shortness of breath or trouble breathing which prompted the patient to go to emergency room (ER) a year ago. A corrections or programming was changed to the patient's device. Furthermore, the boston scientific technical services (ts) referred the patient to physician. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was depleting faster than expected as the lead was taking up a lot of the charge of the battery. Also, the patient experienced shortness of breath or trouble breathing which prompted the patient to go to emergency room (ER) a year ago. A corrections or programming was changed to the patient's device. Furthermore, the boston scientific technical services (ts) referred the patient to physician. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was depleting faster than expected as the lead was taking up a lot of the charge of the battery. Also, the patient experienced shortness of breath or trouble breathing which prompted the patient to go to emergency room (ER) a year ago. A corrections or programming was changed to the patient's device. Furthermore, the boston scientific technical services (ts) referred the patient to physician. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting faster than expected as a lead was taking up a lot of the charge of the battery. Also, the patient experienced shortness of breath or trouble breathing which prompted the patient to go to emergency room (ER) a year ago, where programming changes were made to the device. The boston scientific technical services (ts) referred the patient to their physician. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0717. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.